Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: customer complaint of "won¿t recognize cassette" confirmed through incoming inspection and pvt (performance verification testing). Probable cause was that the latch lock sensor had an intermittent issue causing it to fail. Visual inspection found dso seal (downstream occlusion) damaged. Replaced latch lock, latch lock flex sensor, and downstream occlusion seal. Conducted performance verification testing. Passed all tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not recognizing the cassette, it stated, "cassette is not locked." There was no patient involvement.